Manufacturer narrative:
Analysis was normal. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacer dependent patient presented in clinic for follow up. Upon interrogation, it was discovered that the pulse generator reached eri in (B)(6). During device check in (B)(6), transtelephonic monitoring was performed and a normal magnet rate was seen. Patient was scheduled for next device check in 3 months without knowing that the device was at eri. There were no adverse events to the patient since (B)(6). Physician complained about the non-latching magnet rate. The device was explanted and replaced on (B)(6). Patient was stable before, during, and after the procedure.